Manufacturer narrative:
Product reference 4430143 is not cleared for sales in the USA, but it is similar to the product reference celsite 5436725 cleared under #510k061424. Batch history review : we have checked the manufacturing file of the batch nr 36932786 of access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in june 2018. Investigation results : unfortunately we didn't receive the necessary elements : the complaint sample and x ray pictures, to perform our investigation and conclude about the root cause of this event. Conclusion: without any elements for the investigation, we cannot conclude about the root cause of this incident. This type of defect is rare. No corrective action is currently envisaged. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
Catheter rupture. The access port was implanted on (B)(6) 2018 in a patient undergoing chemotherapy. A rupture was detected in september following an extravasation observed in the patient during her second chemotherapy. The rupture was confirmed by a CT scan. According to the physician description, a piece of the catheter got caught under the skin and the other in the right atrium. The device including pieces were removed and a new device was implanted the next day.